Manufacturer narrative:
The repeat testing in an external laboratory was done by (B)(4). Additional information for the patient was provided as "the patient are no rheuma disease known. Hk 36.5 %".

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable cardiac d-dimer result from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold in the united states. The initial result was 0.45 ug/ml. As the customer felt this result was low, they repeated testing in an external laboratory. The repeat result was 1483 ug/ml. The initial result was reported outside the laboratory. The doctor's office felt that the result from the external laboratory was more plausible. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be identified. The customer's h232 meter and cardiac d-dimer strips were submitted for investigation. It was noted the temperature requirements for shipping the test strips were not met. The meter and strips were tested and the results fulfilled the requirements.relevant retention material was tested and the results fulfilled the requirements.no problem or malfunction could be identified.